Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned without anchors or suture. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation was performed on the returned device and found the actuator could be functioned as intended. A review of the customer provided image revealed a fast-fix device instead of the ultra fast-fix device that is reported. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair using the "ultra fast-fix ab assembly - curved"; the t2 anchor could not be triggered. The t1 anchor was not anchored secured, but it was retrieved from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.